Event description:
Boston scientific received information that the communicator screen freezes when the patient attempted to place the wand over the device. A boston scientific company representative had the patient power cycled the communicator and moved the wand to the left and right without success. A return label and the communicator were sent to the patient's home. The communicator was no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the interrogate allegation against sn (B)(4) was confirmed and it was found out that this time there was a short identified capacitor on the wand controller board. A resistance measurement was done and confirmed that the counter information indicated that there were successful interrogations as referred to trend (B)(4). The unit was disassembled and inspected before applying any power and they found out that d1 and q2 were burned. There were no obvious burn marks on the wand telemetry board. By using thermal imaging and verified by resistance measurement by lifting on the end of the cap they identified that the short was within the capacitor c9. The capacitor passed the normal power up sequence and absence of dial tone detection but failed on inductive communication test.